Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they tried turning stimulation on with electrodes 0-7 and they couldn¿t feel any stimulation. An impedance test was done and the results showed electrodes 0-7 were out of range and not usable. No external or patient factors were known that may have contributed to the issue. Reprogramming was done and electrodes 8-15 were used to create a setting that was helpful. The issue was not resolved at the time of the report. The indication for use was spinal pain.